Event description:
Customer reported a past low blood glucose event with a lowest level of 40 mg/dl. A pump log review was performed, and it was found that the customer requested and confirmed a meal bolus right after the pump had completed an auto correction, resulting in insulin being stacked and the bg decreasing. Customer consumed carbohydrates in an attempt to address bg. Emergency medical services (ems) were called. Customer could not recall all the treatment ems provided other than performing an EKG and stabilizing the blood glucose. Recommendation was made to consult with a healthcare provider to discuss diabetes management.